Event description:
Information received indicates that the pump is leaking at the catheter. No pt injury.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.